Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. After insertion of new batteries, the screen became entirely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed related multiple call service alarms. Unrelated to the complaint, a battery compartment crack was discovered during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.